Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope image guide pipe coat was peeling off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found no malfunctions aside from the allegation reported in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the defect was caused by stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual ¿chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿ describes the methods for inspection on the suggested event.¿ olympus will continue to monitor field performance for this device.